Event description:
It has been reported to philips that the intellispace cardiovascular was failing to send to the destination. No adverse events or patient harm was reported. The device was in clinical use at the time of event. Philips has started an investigation for this complaint (B)(4).